Manufacturer narrative:
E1: initial reporter address 1: (b(6).

Event description:
It was reported that balloon broke occurred. The target lesion was located in the below-the-knee (btk), anterior tibial artery (ata), tibialis anterior. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, during deployment at the nominal pressure of 6 atmosphere (atm) and before reaching 10 seconds, the balloon was noted to have broken and was leaking. The procedure was completed with another of the same device. There were no patient complications as a result of this event.